Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer reported that the active cord had been replaced and the issue was not resolved. The customer also confirmed that the generator was on the monopolar setting. Tac advised the customer that the issue may be related to a bad cable causing the rf energy to be introduced and blacking out the endoscopy image. The customer requested that a field service engineer (fse) be dispatched to inspect the monitor and esg-150. On june 25, 2021, the fse visited the customer¿s site and was unable to replicate the black screen. Since the customer did not feel safe using the generator, the fse arranged for it to returned and a loaner generator be provided. The customer reported that the monitor has not gone black again, since it is no longer being used with the esg-150. This report will be supplemented accordingly if new information becomes available at a later time.

Event description:
The service center was informed that during a colonoscopy procedure, the monitor shut down each time the generator was activated. The customer reported that during the final activation of the generator and snare a visible flash or lightning bolt appeared on the main monitor image and the secondary monitor went blank. The intended procedure was aborted. There was no patient injury reported.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, d9, h2, h3, h4, h6 and h10. Correction to d9, h3, the legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause of the phenomenon could not be identified, it is presumed that the issue occurred due to high frequency noise caused by an electrosurgical equipment. Furthermore, operator handling potentially contributed to the cause. The instructions for use (IFU) states: before using high-frequency electrosurgical equipment, make sure that any signal noise emitted from the equipment does not affect the observation of the surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result. Olympus will continue to monitor complaints for this device.